Event description:
The pt called lfs alleging that their one touch ultra meter was prompting the apply sample message and a "flag" symbol. The pt and their family member use the reported meter. The pt neither alleged harm nor experienced injury or medical intervention. They contacted their relative and were advised to use difference meter. The meter was replaced.